Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that 4 different tampons elongated and unraveled upon removal. Consumer reported pledgets falling apart. Consumer manually removed the remaining pieces. Consumer did not seek medical attention and stated she is experiencing no symptoms.